Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. Upon deployment of the aortic body graft, it was reported that the contralateral leg of the graft did not open completely. The physician experienced difficulties cannulating the contralateral gate of the aortic body graft and deployed the ipsilateral limb first. The physician attempted to cannulate the contralateral gate again using an up and over approach from the ipsilateral side; access was successful by a brachial approach after approximately two hours. Ballooning of the contra leg of the aortic body graft opened the gate and the limb was successfully deployed. The aneurysm was successfully excluded and there were no patient sequelae as a result of this event.